Manufacturer narrative:
The device was not returned for analysis. The reported patient effects of stroke and death are listed in the emboshield nav6 instruction for use (IFU) as known possible adverse effects potentially associated with carotid stents and embolic protection systems. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect(s) of stroke and death, and the relationship to the product, if any, cannot be determined. The reported prolonged hospitalization was related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the internal carotid artery with 70% stenosis, moderate calcification and moderate tortuosity. The emboshield nav6 embolic protection system (eps) was used and a non-abbott carotid stent was implanted. Post procedure, there was no evidence on angiogram of emboli in the arteries; however, the patient experienced an ischemic stroke 2 days later and expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.